Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following pre-dilatation with a balloon, a 3.0x28 promus premier select drug eluting was advanced for treatment but failed to cross the lesion. After removal, it was noted that there was a deformity in the proximal stent. The procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
Updated b5: describe event or problem d4: lot number device evaluated by MFR.: promus select ous mr 28 x 3.00 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following pre-dilatation with a balloon, a 3.0x28 promus premier select drug eluting was advanced for treatment but failed to cross the lesion. After removal, it was noted that there was a deformity in the proximal stent. The procedure was completed with another stent. No patient complications were reported. It was further reported that the patient status was stable.

Manufacturer narrative:
Updated: b5: describe event or problem; d4: lot number.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following pre-dilatation with a balloon, a 3.0x28 promus premier select drug eluting was advanced for treatment but failed to cross the lesion. After removal, it was noted that there was a deformity in the proximal stent. The procedure was completed with another stent. No patient complications were reported. It was further reported that the patient status was stable.